Event description:
The complainant reported that as impella was implanted via percutaneous left femoral artery for mechanical circulatory support. An issue with a 14x13 impella low profile sheath was noted. The orange seal on the sheath was leaking. A split not at the tip was noted. No harm to the patient's groin was noted and there was no hematoma. The device was removed due to the reported event. A 7x30 companion sheath was inserted during the case. Additional information was recieved. The introducer remained in tact.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The cause of the bleeding from the introducer orange seal was not determined due to insufficient clinical details and no product was returned.